Event description:
Country of complaint: (B)(6). Complaint states: sales rep was informed ceramic breakage of pm438r. The surgeon found remained fragment(s) in the patient's body by x-ray.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: the investigation determined that the cause of the failure was mechanical overload. These instruments are checked 100% regarding the specifications. The mechanical overload was determined to be user related. Material or product deviations could not be verified.